Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 152 mg/dl and 79 mg/dl 362 mg/dl, 261 mg/dl, 183 mg/dl, and 127 mg/dl the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
Na

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 152 mg/dl and 79 mg/dl 183 mg/dl, and 127 mg/dl. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.